Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The steerable guide catheter and additional cds device are filed under separate medwatch reports.

Event description:
This is filed to report irregular movement of the clip delivery system (cds 70713u170) and tissue damage. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4. Imaging was difficult due to the rotated heart. The steerable guide catheter (sgc) and the cds (70713u170) were advanced to the mitral valve. When applying m knob, the cds moved in the p direction. When applied again, the cds had normal movement. The puncture height was too low and the decision was made to remove the system and perform a higher puncture. During removal of the cds, the clip was caught in the chordae and also became caught on the tip of the sgc. Troubleshooting was performed and the clip was freed; however, a chordae rupture occurred and the mr increased from to 4+. The clip was able to be retracted into the sgc, but after removal, chordae tissue was noted on the clip and the sgc tip was torn. A second transseptal puncture was performed, and a new sgc and new cds (70713u169) were advanced. The clip was implanted successfully in a2p2; however, a second jet was created due to chordal rupture. Another clip (70713u173) was advanced, but due the position of the jet, there was difficulty positioning the clip making grasping impossible. The clip then got caught in a previously implanted mitral valve ring. The clip was freed and then deployed successfully. Two clips were implanted, reducing the mr to 3-4. The procedure was extended 2 hours due the chordae rupture and second transseptal puncture. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. All available information was investigated, the reported sleeve steering issue and difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) was not confirmed. The reported difficulty removing the cds from the anatomy and poor image resolution could not be replicated in a testing environment as these were related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported sleeve steering issue and poor image resolution appear to be related to patient morphology/pathology resulting in increased tension on the device and difficulty visualizing and therefore contributed to the user experience. The difficulty removing the cds from anatomy and difficulty removing the cds from the sgc appear to be related to user technique due to difficulty visualization as a result of poor image resolution. Additionally, the returned devices analysis confirmed that the steerable sleeve functioned as intended and no issue while removing the cds from the sgc. The reported patient effect of tissue damage was a result of procedural conditions and due to the interaction between the clip and the chordae. The reported worsening mitral regurgitation (mr) was likely symptoms/secondary effect of the chordal damage. It should be noted that the reported patient effects of chordal entanglement/rupture/mitral valve injury (tissue damage) and mr, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.